Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. Investigation summary the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: outer tube damaged, outer tube bent. Broken lenses in optical system. Per service reports, this complaint can be confirmed. The device was scrapped as the system was non-repairable. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)

Event description:
It was reported by the j&j employee that during a large training event for an endoscopic sinus surgery on (B)(6) 2023, it was discovered that 3 of the hd ep arthroscope/sinuscope compatible with storz style 4.0mm x 0 deg x 175mm devices were not working properly. During an in-house engineering evaluation, it was determined that one of the devices was fractured. The devices were not for human use, therefore there was no patient involvement. There were no adverse patient consequences reported. No additional information was provided.